Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that the catheter came out of their spinal cord completely right after implant. The patient spent 4 months in bed with spinal headaches after implant. The event date was 2006. The patient spent 4 months in bed with spinal headaches after implant. The patient lost the ability to walk, stand on their legs, was incontinent and had contraction pain where the patient felt like they had to push. The patient had spinal injections and nothing was helping. The patient's back started to balloon out. The lump was spinal fluid. The patient had a revision surgery to repair the catheter. The pump worked for 10 years and gave the patient quality of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.